Event description:
Boston scientific crm received information that during a normal patient follow up, it was decided to reprogram this device from unipolar to a bipolar configuration for both the ventricular and atrial leads. This was performed in order to activate the lead safety switch algorithm. When this was performed, the patient lost consciousness for a brief moment. The device was then reprogrammed back to a unipolar configuration for both leads. No other adverse patient effects were reported. Boston scientific technical services (ts) was contact to inquire if the device is able to recognize if the lead is unipolar or bipolar. The serial number for this device as well as the model and serial numbers for the leads are currently unknown.

Manufacturer narrative:
A ts representative discussed that the device does not automatically recognize the polarity of the leads. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.